Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the plates needed to be glued. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the robot arm plate was non-functional. There was no patient involvment reported.